Manufacturer narrative:
Company representative evaluated the system. Correction included replacement of the system's hard drives and reprogramming.

Event description:
Customer reported the panorama central station's display had no ECG waveforms, which may have affected telemetry monitoring. No pt injury was reported.